Event description:
It was reported that the trial began on (B)(6)-2014 and the patient began having pain the night prior to the report. The patient told the reporter that her pain was in the mid-left butt cheek and she could not pin point it by her arthritis or anything else. The reporter had the patient turn the screener box off and she still had pain, but noted that she had other health issues. The reporter told the patient to turn it back on ten minutes later and she did not mention any other additional pain, so she planned to keep it on. The patient also felt a hard spot above her butt crack and it was warm to the touch. The patient stated that she had a fever and did not realize it. The patient was getting vicodin on the day of the report for the pain. It was noted that the patient was getting 50% plus success with urgency and getting more relief at night, helping her sleep better without having to get up. The patient had a huge reduction in voids in the pm. Four days later it was reported that the patient had infections from the surgical procedure, which was the reason for pain. The patient went to the doctor¿s office. The lead from the stage 1 procedure was removed as the infections persisted. It was noted that the patient did not have greater than 50% reduction on all baseline symptoms, only some.

Manufacturer narrative:
(B)(4).